Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized in october 2016 due to a high blood glucose level of 600 mg/dl. The customer's blood glucose was 211 mg/dl at the time of call. The customer also stated that they experienced blood glucose of 315 mg/dl. Customer was treated with fluids and insulin. The customer was wearing the insulin pump during the hospitalization. Customer states that high blood glucose event began when they did not prime the tubing. The customer stated that auto mode was not in use. Customer declined troubleshooting. The product was not returned for analysis.